Event description:
It was reported that during a battery change out, the device went into backup setting during dft testing. It was found to be resolved with the implant of a new lead. The ICD was not in use.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported field event of hard reset was confirmed due to failed therapy attempts. The cause of failed therapy attempts were over current detection (ocd) and shorted output stage detection (sosd) events. It suggested that one or more igbts were permanently damaged with the delivery of the third (ocd) shock, but the cause of the damage to the high voltage circuitry could not be determined. The second device cd1231-40, 768801 failed in a similar manner. The rv lead 1581/65, rh44184 was not returned. Therefore, a complete analysis could not be performed.